Manufacturer narrative:
H3/h6: received four (4) cannulas were received for evaluation. The four (4) cannulas are observed to be bent 90° from its intended orientation. The adhesive pads are present, in a used condition. No other anomalies or damages were observed. The complaint of a line blocked alarm can be confirmed based on the condition of the returned cannulas, the probable cause is unknown. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
A4 - weight: 118. Weights units not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes (pwd) had called to report receiving four alerts yesterday to check her tubing for a kink, despite not using an icumed device. She was unable to hear the representative, and the call dropped. A callback was attempted, but there was no answer. The pwd later returned the call and explained that she had eventually needed to change her infusion set. She stated that she wanted to report the issue because she kept receiving the notice, although she never observed any visible kink. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury. The issue was resolved. Patient details were provided: the patient is 66-year-old, a white non-hispanic female weighing 118.